Manufacturer narrative:
No patient information provided as no patient was involved in this concern. 01/20/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera accuracy drifting in and out of 2 millimeter spec window. Optical communication. Hospital has decided to remove this navigation system from service and replace with new navigation system. Issue resolved. 02/15/2015 a medtronic representative, following-up at the site, reported site replaced the suspect navigation system with a new navigation system in the last week. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's navigation system camera accuracy was drifting in and out of a 2 millimeter spec window. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.